Event description:
Related manufacturer reference number: 2017865-2024-34720. It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right ventricular (rv) exhibited loss of capture. Fluoroscopy was performed and revealed a dislodgement on the rv lead. The right atrial lead was dislodged during the procedure. Both rv and ra leads were explanted and replaced on 13 feb 2024. The patient was in stable condition.